Event description:
It was reported that the right ventricular (rv) lead had no capture and was a confirmed fracture. The right atrial (ra) lead had high threshold. Both leads were partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr303b implantable pulse generator (ipg), implanted: (B)(6) 2004; 5076-45 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).